Manufacturer narrative:
Sensor (B)(4) was returned and is currently undergoing investigation process. A follow up report will be submitted once all investigation activities are complete. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. As per the serial number reported by the customer, the sensor had been returned to adc on 03 apr 2022. This is prior to the customer's reported date of event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a low reading with the adc device. The customer reported a low sensor reading of 'lo' (< 40 mg/dl) and had no symptoms, but had contact with a healthcare provider. A nurse took customer blood glucose via capillary test with result of 319 mg/dl against sensor reading of lo. The results when plotted on a parkes error grid fall into the "d" zone, showing the difference in values to be clinically significant. The nurse treated customer with insulin (dose/type unknown). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no physical damage is observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a low reading with the adc device. The customer reported a low sensor reading of 'lo' (< 40 mg/dl) and had no symptoms, but had contact with a healthcare provider. A nurse took customer blood glucose via capillary test with result of 319 mg/dl against sensor reading of lo. The results when plotted on a parkes error grid fall into the "d" zone, showing the difference in values to be clinically significant. The nurse treated customer with insulin (dose/type unknown). There was no report of death or permanent injury associated with this event.